Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was partially confirmed. The reported problem of "no image" when the endoscope is plugged in was confirmed and the cause isolated to a faulty printed circuit board. The reported problem of "the image displayed on the monitor shifted to the left off of the screen" could not be duplicated.

Event description:
A user facility reported to olympus that when an endoscope was plugged into the olympus cv-190, the image was not displayed; the image displayed on the monitor shifted to the left off of the screen. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the report of "no image" was failure of the dr board due to deterioration associated with the age of the device.